Event description:
This customer reported that the device would not analyze the ECG. They were unable to acquire the ECG.

Manufacturer narrative:
(B)(4). This customer reported that the device would not analyze the ECG. They were unable to acquire the ECG. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.